Event description:
It was reported that a patient experienced a breach in aseptic technique peritoneal dialysis therapy, which resulted in peritonitis. On the same day as onset, the patient was treated with vancomycin (intraperitoneally, dose, frequency, and duration not reported) and gentamycin (intraperitoneally, dose, frequency, and duration not reported) for the event. It was reported that vancomycin therapy was discontinued and the patient remained on gentamycin. Fourteen days after onset of the event, the patient was hospitalized. During hospitalization, the patient was treated with daptomycin (intravenously, for 21 days, frequency and dose not reported) for the event. Action taken with dianeal therapy was not reported. At the time of this report, the patient had not yet recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.